Manufacturer narrative:
Patient ID not provided/unknown. (B)(4). Patient's date of birth not provided/unknown. Device not returned to manufacturer for evaluation.

Event description:
It was reported that an implant (xiitp5411) lost integration and relocated into the sinus. Implant was removed. Sinus was repaired prior to re-implanting, bone loss, edema, inflammation, and pain occurred. Tooth location 26.

Manufacturer narrative:
One osseotite implant with a healing collar attached was returned for inspection. Visual inspection of the as received product revealed residue evidence of use along the external threads and collar. There was additional residue along the platform where the healing collar had interfaced with the implant and within the internal drive feature. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F (11/15) ¿ biomet 3i dental implant IFU biomet 3i surgical manual (instsm rev g 12/17) potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Radiographic transparencies: the vertical height of the bone can be determined radiographically. Accurate measurement of the vertical dimension on the radiograph facilitates the selection of the appropriate implant length. This helps to avoid implant placement into the maxillary sinus, the floor of the nose or the mandibular canal, and prevents perforation of the inferior aspect of the mandible. Measurements can be made directly on the panoramic radiograph using a millimeter ruler. Corrections should be made for the degree of enlargement or reduction produced by the particular radiographic equipment. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. (B)(4).